Event description:
Customer states that he is experiencing various pain and numbness since undergoing bilateral ingulnal hernia repair. A second opinion surgeon recommends a second procedure for device explant. No further details were provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.